Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that the implant was not working well for her. Since the last time she called, she had visited the emergency room (ER) 3 times and had met with her urologist who stated "who put this in?" The patient knew something was wrong with the implant after hearing that statement so a total system explant occurred following that.

Manufacturer narrative:
Explant date was missing on previous report.

Manufacturer narrative:
Product ID: 3889-28, lot# va0mrwg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that she woke up at 3am and had a pain that was absolutely incredible. She noted it was not a bladder infection and it was not pain from interstitial cystitis which she had. Her urine was fine but she was concerned because she lost a lot of weight from being sick and the battery seemed to be moving around inside the pocket. She was wondering "if the wires going to the spine had something to do with that." She noticed that the pain came and went. When she ran her finger down her spine, it hurt on the left side and if she took her hand away, it dissipated and started hurting on the right side but it was constantly going back and forth. The patient thought she had spine pain from where the implant was. It was stated that it was like urine was falling out of the patient- urine symptoms. The patient was on fentanyl patch. The pain was sudden. She was not going to be happy if she had to go to the emergency room. The patient was indicated for urinary dysfunction/ sacral nerve stim, fecal incontinence and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient did not know why the device was removed but they thought the device was not wired correctly, and was told by the explant healthcare provider (hcp) that even if they took it out the patient may still have the pain. The patient had pain at the implant site the fourteen months that they were implanted. The patient noted the trial worked perfectly but when the implantable neurostimulator (ins) was implanted they always had pain in their buttock at the implant site. The patient had informed the implant hcp who checked it and stated everything was okay. The patient stated the ins exploded; the patient clarified and explained that the pain was like a terrific shock and was across their back. The patient thought the device was removed because it was not put in correctly and the nerve was damaged. The patient went to see a second urologist and urologist asked them who put device in. The patient wanted to know if the hcp had to tell the manufacturer why they explanted the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that, since being explanted, the patient was still experiencing pain when she would empty her bladder. The pain was similar to the pain she had when she was still implanted. The patient was also too sick. She was currently seeing her urologist but wanted further guidance. The patient was redirected to her healthcare provider (hcp). It was noted that she was off of her pain medications so she could go get her pain evaluation performed. It was later reported the patient was still having pain at the implant site after the explant, and the pain felt like the pain they had when the implant was put in. The patient went to the emergency room three times in two weeks because during the night they got a terrific pain in their buttock. The patient stated they were in pain, felt miserable, and wanted this to be documented. The patient stated they had reflex sympathetic dystrophy syndrome (rsd) and fibromyalgia and it probably wasn't a good idea that they got the device. The patient stated both the implant and explant hcp did not want to discuss this matter further.